Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor tail. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and performed simvivo test. All results were within specification. Issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2019, she experienced unspecified hypoglycemia symptoms and was incapable of self-treating so she called the ambulance. A healthcare professional treated the customer with sugar and no additional treatment information was reported. There was no report of death or permanent impairment associated with this event.